Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Reportedly, the customer resolved the issue prior to contacting tandem technical support. Customer¿s blood glucose was 179 mg/dl.